Event description:
Event description guidant received information that the patient was having syncopal episodes. Interrogation of the device found the ventricular lead had increased thresholds from 0.8 to 2 volts. The model/manufacturer of the ventricular lead is unknown. The physician programmed the ventricular output to 3.5 volts and sent the patient home. The patient will be checked again soon.